Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported by the patient's parent that the pediatric patient experienced inaccurate cgm values. The fsbg measured 450 mg/dl while the cgm displayed 350 mg/dl. The patient experienced symptoms including nausea, confusion/disorientation, dizziness, fatigue, dehydration, and frequent urination. An insulin injection was administered; however, the patient¿s condition did not improve and progressed. The parent transported the patient to the hospital. At the emergency department (ed), a fingerstick blood glucose (fsbg) measurement was 490 mg/dl while the cgm displayed 390 mg/dl. The patient was admitted and diagnose with diabetic ketoacidosis (dka) and received intravenous insulin and IV fluids. Following treatment, fsbg decreased to 130 mg/dl, while the cgm displayed 150 mg/dl. The patient was discharged on (B)(6) 2026 in stable condition, reporting feeling well. No other details were provided. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. Following the treatment, the reported glucose values fall within the a zone of the parkes error grid no additional patient or event information is available.